Manufacturer narrative:
D6b: updated the explant date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Major bleed/hematoma: intubated patient became restless on table during procedure and caused bleeding to impella site. The cause of the access site adverse event was use related to patient movement as the patient became restless and led to bleeding and hematoma at the cp site. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the procedure, the intubated patient became restless on the table, resulting in bleeding at the impella insertion site. Manual pressure was applied; however, a large hematoma developed. A vascular surgeon was called for support. The patient remained hemodynamically stable without impella support, so the decision was made to remove the device. The access site was closed using two perclose devices.